Event description:
It was reported that the "options" and "bolus" graphics in the pump display were missing. The customer's blood glucose was 107 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.